Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited possible radio frequency (rf) interference. During an attempt of patient-initiated interrogation (pii) the communicator exhibited yellow waves. Troubleshooting was performed but it was unsuccessful. Technical services (ts) recommended to visit clinic for potential radio frequency interference issue for implanted device. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and d4. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited possible radio frequency (rf) interference. During an attempt of patient-initiated interrogation (pii) the communicator exhibited yellow waves. Troubleshooting was performed but it was unsuccessful. Technical services (ts) recommended to visit clinic for potential radio frequency interference issue for implanted device. No adverse patient effects were reported. This crt-d remains in service.